Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to verify battery out limit alarm and perform displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 400 mg/dl. The customer stated that the device shows no physical damage and was not dropped or bumped, was not exposed to moisture. The customer stopped the troubleshooting would like insulin pump replaced. The customer was advised that the device would be replaced. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 539 mg/dl.